Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window, scratched reservoir window, scratches on the reservoir window and a cracked case near the display window corners were noted during the visual inspection.

Event description:
It was reported that the insulin pump's display screen is scratched and worn. The blood glucose level was not included in the report. Nothing further was reported.